Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10, h.3, h.6. Device evaluation: visual analysis of the returned device identified: underweight, missing piece of the shell and broken. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Missing piece of the shell assessed as to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.